Manufacturer narrative:
The customer did not supply patient demographics such as date of birth or weight. The lot number of the access free t3 reagent was not supplied; therefore, the expiration and date of manufacture cannot be determined. Service was not dispatched. There is no indication that the access free t3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated free triiodothyronine (access free t3) result generated on a sample from a (B)(6) female patient on the unicel dxi 800 access immunoassay systems (serial number (B)(4)) that was discordant to one other methodology and the patient clinical presentation. The customer was unable to provide information on which unicel dxi 800 access immunoassay system was used. The sample generated an elevated access free t3 result, above the laboratory's access free t3 normal reference range. The initial access free t3 result was reported outside the laboratory and was questioned by the physician. The same sample was sent to the laboratory's alternate lab and the sample was analyzed utilizing mass spectrometry. The mass spectrometry result obtained was a lower result within the customer's expectations. There was no report of patient injury or change in patient treatment associated with this event. Assay calibration, quality control (qc) and system checks were performing within published specifications for both unicel dxi 800 access immunoassay systems (serial number (B)(4)). The patient's sample was collected in a serum tube. Centrifugation information on the patient sample was not supplied. No issues with sample integrity were reported by the customer.